Manufacturer narrative:
The recipient reportedly presented with redness and broken skin was present at the headpiece site. The recipient was treated with oral antibiotics. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient reportedly healed. The recipient resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
External equipment was exchanged and the recipient's issue resolved. The recipient is doing well and has resumed device use. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing retention issues and developed a massive scab at the implant site. The recipient received treatment and the scab resolved. The recipient was instructed to cease device use for three weeks. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.